Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was able to be interrogated but had limited programmability, despite trying with two programmers. The md reported that he could not perform certain functions with the programmer, it would not perform autocap reforms or any device measurements. Therapy history could not be reviewed or any of the egrams (egms). The md has tried two different programmers with several wands, and still doesn't have full programmability of device. A guidant representative was able to hear device tones with magnet application. The real time egms show that the device is sensing appropriately, however, daily measurements stopped measuring on jan 30, 04. All the measurements are nr. The device was explanted, replaced and returned to guidant for analysis.